Event description:
It was reported, the patient¿s battery ¿ran out¿ about two months prior and the patient was having the battery removed in two weeks. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was pulse generator battery malfunction and discomfort. It was noted the event was attributed to the neurostimulator battery. It was logged the issue was neurostimulator battery depletion and a charging issue. It was logged that surgical explantation of the neurostimulator and lead occurred on (B)(6) 2013. It was reported the signs and symptoms associated with the reported event were discomfort with the battery, and the patient denied use due to failure of device to charge. It was logged the patient required hospitalization due to the event and recovered without sequelae.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had everything explanted because his spine had "changed so much". The device was explanted on (B)(6) 2013. It was noted the device was not working due to "spine changes". It was reported it was causing pressure on his internal organ because it was sore around the kidney area where they implanted it. It was noted the patient had to wear a max-support belt.

Manufacturer narrative:
(B)(4).